Event description:
It was reported that during a laparoscopic cholecystectomy, two clips came out at a time at the firing on the cystic duct. Then, the device was removed from the patient. The jaws did not open after the trigger was grasped out of the patient. No clips fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was user able to open device? --- no. When the sales rep received the device, the jaws were closing. If device was opened, please describe how device was opened? --- na.

Manufacturer narrative:
(B)(4). Additional information: the analysis results of the el5ml device found that it was received with jaws in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted; one pear shaped clip was released. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the remaining 11 clips were conforming according to our manufacturing specifications. In addition, the device locked out as intended but the orange indicator was under traveled, this finding is not related with the incident reported. Clip jammed, malformed clip